Event description:
The physician reported that the previous saturday during follow up of the patient, the mother informed him that the patient had showed an aggressive behavior and the situation was related to the vns, because the patient had not exhibited this behavior prior to being implanted with vns. The physician further reported that the atonic seizures also increased three months ago. The physician adjusted the medication and added risperidone three months ago, but did not get control over the patient's seizures and the behavior is going worse. No additional information has been provided.

Manufacturer narrative:
Adverse event and/or product problem, outcomes attributed to adverse event, type of reportable event, corrected data: the initial manufacturer report inadvertently reported the incorrect event type. This report is being submitted to correct this data.